Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis confirmed a low battery voltage. The cause of rapid voltage depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed no evidence of internal shorting to account for why the device to failed to meet its expected longevity. Backlit images showed uniform lithium utilization across the anode with no severing detected. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.